Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device applied the clips misshapen, cutting the cystic artery, clip was scissored. The surgeon compressed the artery and stopped the bleeding by using a grasper. Using another device a clip was later applied. The procedure was delayed 20 minutes. The surgery was completed by laparoscopy.